Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer woke up this morning at 6 am with blood glucose was 600 mg/dl, customer took a shot and by 9am it was 200 mg/dl. After 3 hours blood glucose was 500 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. The insulin pump passed the high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Unit was received with partially broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window, cracked battery tube threads and cracked case along the side of the battery tube. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.